Event description:
The patient called to report she had three v-go 20 devices fall off after a few hours of applying them. The patient confirmed that she applies the v-go device to the back of her arm and that she prepares the application site with an alcohol prep prior to applying the v-go. The patient also confirmed that there was no interference with clothing. The v-go devices in question are not available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported lot number is not valid and therefore the UDI and manufacture date could not be provided.